Event description:
It was reported that the physician experienced some resistance in the proximal part of the device while advancing the stent to the internal carotid artery aneurysm. Some force was applied to overcome the resistance and the proximal end broke. The physician attempted to deploy the stent again holding "the upper part" of the broken device; however, the catheter proximal shaft broke off again. All devices were removed from the patient as one unit. The procedure was completed using different devices. There was no reported clinical consequence to the patient.

Event description:
It was reported that the physician experienced some resistance in the proximal part of the device while advancing the stent to the internal carotid artery aneurysm. Some force was applied to overcome the resistance and the proximal end broke. The physician attempted to deploy the stent again holding the upper part of the broken device; however, the catheter proximal shaft broke off again. All devices were removed from the patient as one unit. The procedure was completed using different devices. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found two breaks on the microcatheter shaft 5cm and 25cm from the proximal end. Blood was visible in the hub of the microcatheter and on the braid at the break 25cm from the proximal end. The stent and stent delivery wire could not be advanced or retracted due to the breaks on the catheter shaft. The damages found on the device are indicative of a high friction encountered while advancing the stent through the microcatheter. The high friction may have led the physician to apply some force in an attempt to overcome resistance to deploy the stent. Resistance while advancing the stent can be caused by procedural factors (such as blood within the microcatheter) and the anatomy. As friction is considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event.

Manufacturer narrative:
(B)(4) - the reported event of device catheter shaft broken.